Event description:
This rv lead was implanted on (B)(6) 2007. There was a red alert for high rv lead impedance detected on (B)(6) 2011. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).